Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.

Event description:
Reporter indicated she is not sure if she is getting the "full effect" of vns. She also stated she is not sure if she has had a relapse in her depression. It is not known if the depression level, the patient is experiencing is higher or lower than the patient's depression level prior to being implanted with the vns therapy system. Good faith attempts to gain additional information are being made, but have been unsuccessful to date.